Manufacturer narrative:
The drill attachment was returned to the MFR. Internal components were evaluated, which revealed the presence of corrosion on the bearings and the motor cartridge. Presence of corrosion can often result in increased friction among the rotational components of the device which can lead to generation of heat.

Event description:
Customer stated that the product overheated during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.